Manufacturer narrative:
The local representative (cc) called back to troubleshoot the issue further prior to replacing the camera. The cc was on site for over an hour with the system on and tracking a reference frame and passive planar probe and was not able to replicate the issue. The system tracked the instruments without issue the entire time. For preventative measures, technical services (ts) had the cc check the ndi toolbox event logs and there were no faults or errors, only warnings and info regarding the firmware which is expected. Ts confirmed that there were no faults in the toolbox and that the camera was connected. Ts had the cc also check the left and right camera sensors by taking a capture of the fov to see ir picked up by the camera. The first time he did it, the volumes came back completely black as if they were not picking up any ir. He tried again and then saw the spheres for the frame and passive planar. He confirmed that when it was capturing, the camera was showing as tracking and connected. Ts had him check self-test to make sure internal network statuses were connected and everything appeared normal. He logged back into the clinical application and was tracking the passive planar and reference frame with no issue. Ts had him reseat the network cable into the back of the camera. During this time it disconnected as expected, and reconnected and began tracking without issue once the cable was plugged back in. He attempted to reposition the camera and camera arm and it tracked without issue the entire time. He then checked the network connections in the camera arm mast, poe, and o-ring, and all were seated properly. Harrison did not see the camera stop tracking the instruments at any point during his visit at the account and during the checkout of the system. The cc opted to replace the camera and have the same conversation that the issue could not be replicated and as a preventative measure the camera was replaced but may not resolve the issue and that the site needs to call into ts while the issue is occurring to diagnose the problem. He chose this because this has been an ongoing issue and the site was refusing to use the system without action being taken. Ts followed up with the cc to complete a system checkout. Additional system service was performed. The camera was replaced. Codes b01, c08, and d02 are applicable. The returned psu was analyzed. It had scratches on the housing. A check of the event log showed intermittent firmware incompatibility. The psu failed an accuracy test at .538 mm with a passing threshold of .25 mm. Codes b01, c07, c08, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no patient present because the case had not begun yet.

Manufacturer narrative:
Continuation of d10: product ID 9735670 serial:(B)(6); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) no parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the site had intermittent tracking issues while in surgery. It was unknown if it was happening with all instruments or a specific few. The site grabbed another "site" to continue the surgery. There was a reported delay of less than one hour and no reported impact to patient outcome. The representative looked at the system after the case, and did not see any cause for concern in self test and the camera did not have an amber light.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot/serial #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: software analysis was completed using case details. Based on the information provided it was an hardware issue this does not appear to be software related. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.